Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product cannot be returned.

Event description:
Had a loose part in my mouth from one of the new ones- oral-b flexisoft brush head [device breakage], no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via phone on (B)(6) 2017 that he/she used oral-b flexisoft brushheads, and had a loose part in his/her mouth from one of the new brush heads just taken out of the pack. The consumer reported it was a 5-pack, and only one brush head was left. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.